Manufacturer narrative:
H2-h6: the cable, lot: 250430, was returned to medtronic for analysis. Through analysis, the complaint was verified. The returned ethernet cable had a damaged cable jacket and clip. There were exposed wires but the cables successfully passed a continuity test. Previously reported codes b01, c0204, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, h3, h6: a medtronic representative went to the site to test the equipment. The ethernet cable that connects to the camera was replaced. Codes b01, c0204, and d02 are applicable to the servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during servicing, it was found that the ethernet cable that connects to the camera was damaged/frayed. There was no patient involvement.